Event description:
The door on the clean side would not open so the operator berlene dixon powell, attempted to manually lift it. The door slipped and came down on her wrist. She was seen in the ER of the facility and the extent of injuries is the right wrist area was swollen. The x rays showed no breaks.

Manufacturer narrative:
The door on the clean side would not open so the operator berlene dixon powell, attempted to manually lift it. The door slipped and came down on her wrist. She was seen in the ER of the facility and the extent of injuries is the right wrist area was swollen. The x rays showed no breaks. The investigation has shown that when the operator pushed on the door to manually open it, the door cables came off the pulley and were tangled around it. The operator manual clearly states that if there is an obstruction to the door, do not attempt removal. The technician who went on site is eley gilay and he informed steris that the door had jammed in the past due to damaged baskets being used. He recommended a replacement of those baskets and the facility told him they are ordering or have ordered replacements. The technician untangled door cables and placed them on pulley. The unit is up and running and account manager for the facility was contacted to perform and inservice on proper procedures for door issues.